Manufacturer narrative:
The customer returned the test strips. The test strips were tested with retention controls on a retention meter. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 44, 45, 45 mg/dl, level 2 ¿ 304, 305, 298 mg/dl. All control results were within the acceptable range. No information was provided in the complaint to point to a cause for the discrepant results.

Manufacturer narrative:
(B)(4).

Event description:
The customer initially complained of questionable glucose results between inform ii meters and the results from the laboratory. The customer provided data for 1 patient tested on various inform ii meters. The results for this patient were erroneous when tested on inform ii meter with serial number (B)(4). The patient had a glucose result from the laboratory at 10:18 a.m. Of 125 mg/dl. The patient was tested on the meter by a finger stick and the result at 10:21 a.m. Was 93 mg/dl. Quality controls were run within 24 hours of the tests and were acceptable. No adverse event occurred. The test strips were requested for investigation.